Event description:
It was reported that the patient with this pacemaker stated that their remote communicator displayed a red call doctor icon. Subsequently, troubleshooting was performed, but patient-initiated interrogation was unsuccessful. The patient was referred to contact their clinic regarding the red call doctor icon. At this time, this device remains in service and there were no adverse patient effects reported.

Event description:
It was reported that the patient with this pacemaker stated that their remote communicator displayed a red call doctor icon. Subsequently, troubleshooting was performed, but patient-initiated interrogation was unsuccessful. The patient was referred to contact their clinic regarding the red call doctor icon. At this time, this device remains in service and there were no adverse patient effects reported. The local area field representative was contacted for additional information, however at this time no further information is available. Additional information was received which indicated that, this pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings.

Event description:
It was reported that the patient with this pacemaker stated that their remote communicator displayed a red call doctor icon. Subsequently, troubleshooting was performed, but patient-initiated interrogation was unsuccessful. The patient was referred to contact their clinic regarding the red call doctor icon. At this time, this device remains in service and there were no adverse patient effects reported. The local area field representative was contacted for additional information, however at this time no further information is available. Additional information was received which indicated that, this pacemaker was explanted and replaced. No additional adverse patient effects were reported.